Manufacturer narrative:
No information on availability of device for evaluation and root cause analysis received to date. Multiple attempts for additional information on results of preoperative measurements and model/power of lens implanted has been made, but no response received to date.

Event description:
Surgeon reported to the moh that, the biometer would be responsible for error in lens power calculation. The clinical consequences were 5d myopisation and an explantation. It was reported, that female patient was reimplanted in 2005.